Event description:
The customer contact reported that while operating on battery power, the device powered off by itself without sounding an audible alarm tone. On an unspecified date and time, the device was programmed to deliver an unspecified medication and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the homecare patient reported the device powered off, then powered back on by itself. It was unspecified if the device alarmed prior to power off; however, the patient reported the device alarmed when it powered on. The patient reported that within seconds of powering on the device, the continue button was pressed and the delivery was resumed using the same device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided including when the device was removed from clinical service.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.